Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was unable to power up their programmer and they tried new batteries and resetting it. The patient reported seeing a doctor with head band on indicating them to call. The patient is reporting their pain is excruciating and ins masks the pain in legs. No further complications reported and/or anticipated at this time.